Event description:
It was reported that during a supraventricular tachycardia (svt) ablation procedure, difficulty to remove the catheter occurred. A blazer dx-20 catheter was inserted via he right femoral vein and positioned in the right atrium. The catheter was looped around the lateral wall of the right atrium with the distal tip crossing the proximal shaft. The physician tried to reposition the catheter and noticed that the distal tip and proximal shaft could not become separated using the steering mechanism. The catheter was in the locked position and was unable to be removed from the patient. The physician decided to use the blazer ii asymmetric ablation catheter via the jugular vein to try to hook the blazer dx-20 catheter in order to straighten it. This was unsuccessful, so he used a non bsc steerable sheath along with the blazer ii ablation catheter to straighten the blazer dx-20 catheter and again this was unsuccessful. The physician then withdrew the blazer dx-20 catheter and once the catheter reached the introducer sheath it straightened, so that it could be removed. The procedure was successfully completed with another device. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: method, results, conclusion. The catheter was received in a box, coiled inside a plastic bag. During the visual inspection, a 15 degree bend on the distal shaft was observed while in the neutral position. During the functional curve check, both the right and left steering curves did not meet the specification. During the functional testing of the handle, the steering knob on both the right and left curves functioned normal. No tension issues were found in the steering and control knob, it functioned normal on both locking and unlocking position. The distal tubing was inspected under the microscope and all the ring electrodes were in the right spacing and no rough surface along the shaft was found. The distal shaft and polyester shrink tubing was dissected and confirmed that the center support and steering wires were bent. The inspection of the internal components confirmed that the device was built per manufacturing and product specifications. The proximal area of the catheter verified normal upon visual inspection the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a supraventricular tachycardia (svt) ablation procedure difficulty to remove the catheter occurred. A blazer - dx-20 catheter was inserted via he right femoral vein and positioned in the right atrium. The catheter was looped around the lateral wall of the right atrium with the distal tip crossing the proximal shaft. The physician tried to reposition the catheter and noticed that the distal tip and proximal shaft could not become separated using the steering mechanism. The catheter was in the locked position and was unable to be removed from the patient. The physician decided to use the blazer ii asymmetric ablation catheter via the jugular vein to try to hook the blazer. Dx-20 catheter in order to straighten it. This was unsuccessful, so he used a non bsc steerable sheath along with the blazer ii ablation catheter to straighten the blazer. Dx-20 catheter and again this was unsuccessful. The physician then withdrew the blazer. Dx-20 catheter and once the catheter reached the introducer sheath it straightened so that it could be removed. The procedure was successfully completed with another device. The patient remained stable and no complication has been reported.